Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacemaker dependent patient received a phone call for follow-up in clinic, post remote merlin.net transmission revealed multiple high ventricular rate episodes. Interrogation of the device revealed oversensing of noise on the right ventricular lead. The device was reprogrammed. It was noted the patient has chronic atrial fibrillation. The patient was in stable condition.